Manufacturer narrative:
A specific cause for the reported hemolysis could not be determined. Patient remains ongoing on vad support. No further issues have been reported. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced report of intracranial hemorrhage on (B)(6) 2017 is covered under medwatch MFR report # 2916596-2017-03135. (B)(4). Approximate age of device ¿ 9 months.  No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during a routine visit, the patient complained of more weakness over the last week. The patient suffered an intracranial hemorrhage on (B)(6) 2017. Due to the risk of rebleeding anticoagulation medication was stopped. System controller history interrogation was unremarkable. Review of labs did reveal hemolysis with a lactate dehydrogenase (ldh) of 1762 u/l, hemoglobin of 7.3, plasma hemoglobin was 3.4 mg/dl and a urinalysis that was completed revealed hemolysis. Lvad auscultation was abnormal with an "extra sound" that was "clunking". The patient was admitted on (B)(6) 2017. CT of the head was negative for bleeding so heparin infusion was started as well as oral warfarin. The patient has returned to a therapeutic inr at 2.0. Ldh levels have returned to normal at 325 u/l. Lvad auscultation was normal at this time. Patient is pending discharge home within the week if all parameters remain normal. No additional information was provided.